Manufacturer narrative:
Investigation summary ppae (ventricular tachycardia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1995216 device history batch subcomponent lot: n/a device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
It was reported the patient also experienced a fever. Health effect code e230101 has been added.

Manufacturer narrative:
Additional information was received on december 11, 2025. Codes added: fever (e230101), medication required (f2303). Clinical assessment: on day 1, a 69-year-old male with ami and cardiogenic shock underwent placement of an impella cpfor hemodynamic support. The device was implanted via the femoral artery without reported complications, and support was ongoing in the ICU. On day 8, the patient developed intermittent tachyarrhythmia, including episodes of ventricular tachycardia and atrial fibrillation, accompanied by a fever of 38.2°c in the setting of a documented pulmonary infection. The patient required defibrillation, after which he remained hemodynamically stable on impella support. Electrolyte replacement (magnesium and potassium) and amiodarone therapy were administered. The treating physician reported that the patient had no underlying electrophysiological disorder, and that the arrhythmia was attributed to fever, hypovolemia, and infection, rather than the impella device. The impella remained functional with no alarms or performance issues reported during or after the arrhythmia event. Device history record review confirmed no abnormalities for the affected lot and serial number. The customer has discarded the pump, even that had advised them to keep it. On day 10, the pump was electively explanted, and the patient was successfully weaned from mechanical circulatory support. Because the fever and arrhythmia occurred during impella cp use, and a contribution of the device cannot be completely excluded, the event meets MDR reporting criteria for a serious injury potentially associated with device use. However, clinical assessment and physician opinion indicated no evidence of device malfunction or causal relationship.

Event description:
It was reported that a patient implanted with and impella cp experienced intermittent tachycardia and ventricular fibrillation requiring defibrillation.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.